Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4733 - connector/coupler. Health effect - impact code: 4648 - insufficient information. Heatlh effect - clinical code: 4580 - insufficient information. Medical device problem code: 1135 - crack. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular a cracked connector. It is unknown when this event occurred, whether there was a delay in the procedure, whether the product was changed out, or if there was any effect on the patient results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility. As per the subsidiary, a leakage occurred at the connector where they measured the pre-oxygenator pressure between cp and oxygenator.

Event description:
Cracked connector.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 4307 - cause traced to component failure. The returned sample was visually inspected upon receipt with no cracks noted under normal visual inspection. Magnification was used to inspect the unit and a crack was noted to be within the luer port. The supplier was previously notified of this issue. They noted that previous samples appeared to be squeezed by outer force. The supplier reviewed the following items: the inspection record with its molding batch with raw material, the injection machine log and annealing oven, injection parameter settings and annealed parameter settings, no anomalies were found within any of the records. Retain samples were obtained and no cracking was found. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Cracked connector.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 1, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.